Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va10ge0, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0dghy, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a number of infections at one point in the lead location and at one point the lead popped through their head. The infections were "probably around 2013" and in 2014 when the lead came through the skin of their head. As a result the lead was replaced. The patient's indication for implant is parkinson's dual and movement disorders.

Event description:
Follow up information received from the patient reported that the issue with the infections and lead coming through the head has been resolved. To resolve the issue a replacement of the system, only have one "horn," and on the other side have a deeper "plug" to keep in what it is appeared to be. The circumstances that led to the infections and lead coming through the head was that patient hitting their head on a cupboard door. They are not exactly sure about the one coming through the head, their spouse discovered it in sunlight. It turned into a staph infection which was handled properly. The patient has had the latest brain stimulator for a year and it works great, and if they didn't have it they couldn't talk.